Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted to treat a malignant esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on an unknown date. According to the complainant, the wallflex esophageal stent was implanted successfully and the patient did well after the initial stent placement. The patient presented with internal bleeding approximately 2 or 3 weeks after the wallflex esophageal stent had been placed. The physician planned to conduct an egd to determine the etiology of the bleed, however, the patient passed away on (B)(6) 2016 before the procedure could be performed. According to the physician, the cause of the bleed was not determined. According to the physician, the cause of the bleed was not determined and the physician was unsure if the stent played a part in the bleeding. In the physician&#62688;assessment, the patient&#62688;cause of death was reported to be cardiac arrest.